Event description:
It was reported the patient was unable to adjust stimulation. The patient programmer displayed the "call you doctor" icon. It was reported the patient's device was at end of service (eos). The patient noticed 3-4 days prior when he went to check his system as he reported a return of pain. It was reported the patient was not adequately trained on using his device and he did not receive training on how to recharge, but he thought he had been recharging correctly. It was reported 6 days later the patient's device was implanted in (B)(6) 2012 however he used the device "24/7 and at a high strength." The patient was scheduled for an h<(>&<)>p (history and physical) on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).